Event description:
Medtronic physio-control is investigating cracks found in the threaded inserts in the quik-combo chassis. The nonconforming chassis' were found on the production line. The function of the chassis is to retain the defibrillation paddles in place during use. If the inserts in the chassis were to break, the paddles could slide out of place, possibly preventing the delivery of therapy to the pt. There have been no reports of the failure from distributed product.